Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Handpiece failed specs but didn't find handpiece overheating. Turbine was dry and dirty. No maintenance. Both bearings where still intact on rotor. Also found cap damaged from rotor coming intact with cap. Handpiece needs head drive replaced.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.